Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 05/11/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the reported issue could not be adequately investigated due to a blank display screen/software corruption issue; no conclusions could be determined in regards to the reported issue. Several cs-052 'call service alarms', which can be mistaken for the type of power issue that was reported due to the presence of a blank display and unresponsive pump, were observed in the pump history and black box data. The battery compartment and returned battery cap were observed to be intact and free of damage. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The battery cap contact measurements were found to be within the specifications. After reloading a new software code, the pump was able to function properly; a software corruption failure caused the observed blank display/call service alarm issues. The pump case was removed, and no evidence of internal damage or defect was found.